Manufacturer narrative:
S/w ver 4.11e. Retainer = black. Customer returned pump for alleged pump error 68 alarms and possible cosmetic damage found on (B)(6) 2020. The pump passed the sleep current measurement, active current measurement, self test and displacement test. Successfully downloaded the trace and history files using thus. The test energizer battery was removed from the battery compartment and reinserted less than 5 seconds, less than 10 minutes, and more than 10 minutes. The pump powered up properly after insertion of the battery. Performed a safe shut down of the pump and then powered the pump back on. No unexpected pump error 23, 49, or 68 alarms noted during testing. The pump history file lists data from 2/7/2021 to 7/24/2021. No data available for the event date, (B)(6) 2020. Unable to verify pump error 68 alarm for the event date however, no unexpected pump error 68 during testing or could be found in the history files. The pump was cut open for a visual inspection. No damage or moisture damage noted on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor during visual inspection. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, pillowing keypad overlay, missing display window cover, serial number label stained, end cap address label faded, battery compartment cracked at the corner of the belt clip rails, and cracked battery tube threads. Pump error 68 alarm on the event date, (B)(6) 2020 is unknown due to no history data available. Pump error 68 alarm during testing is not confirmed. No unexpected pump error 68 during testing or could be found in the history files. Cosmetic damage on the pump is confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer = black. Customer returned pump for alleged pump error 68 alarms and possible cosmetic damage found on (B)(6) 2020. The pump passed the sleep current measurement, active current measurement, self test and displacement test. Successfully downloaded the trace and history files using thus. The test energizer battery was removed from the battery compartment and reinserted less than 5 seconds, less than 10 minutes, and more than 10 minutes. The pump powered up properly after insertion of the battery. Performed a safe shut down of the pump and then powered the pump back on. No unexpected pump error 23, 49, or 68 alarms noted during testing. The pump history file lists data from (B)(6) 2021 to (B)(6) 2021. No data available for the event date, (B)(6) 2020. Unable to verify pump error 68 alarm for the event date however, no unexpected pump error 68 during testing or could be found in the history files. The pump was cut open for a visual inspection. No damage or moisture damage noted on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor during visual inspection. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, pillowing keypad overlay, missing display window cover, serial number label stained, end cap address label faded, battery compartment cracked at the corner of the belt clip rails, and cracked battery tube threads. Pump error 68 alarm on the event date, (B)(6) 2020 is unknown due to no history data available. Pump error 68 alarm during testing is not confirmed. No unexpected pump error 68 during testing or could be found in the history files. Cosmetic damage on the pump is confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received an insulin pump error alarm. The customer was able to clear the alarm but did not received request to rewind the insulin pump. They also reported that the battery cap was damaged. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.